Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a aviva meter, compared to lab results, within 10 minutes: 5.1 mmol/l, 6.3 mmol/l, 13.9 mmol/l (meter) and 13.9 mmol/l (lab). No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.